Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation ablation with webster ® cs catheter with ez steer® technology and auto ID and suffered cardiac tamponade requiring pericardiocentesis. During the atrial fibrillation ablation while in the right superior vein with laser balloon technology, the patient¿s blood pressure dropped. The ultrasound confirmed the patient had a pericardial effusion. The patient had a pericardiocentesis and more than one liter of fluid removed from the patient. The patient remained stable during the procedure. The case was canceled. The webster ® cs catheter with ez steer® technology and auto ID was in the body at the time of the adverse event. The patient was hospitalized for observation and has fully recovered. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related. A transseptal puncture was performed with a st. Jude medical sl sheath and a baylis transseptal needle. The event occurred during the ablation phase. No errors messages were observed on the biosense webster, inc. Equipment during the procedure. No irrigated catheter was used. No biosense webster, inc. Ablation catheter was used. The event will be conservatively reported under the webster ® cs catheter with ez steer® technology and auto ID since it was in the heart during the event.